Manufacturer narrative:
This is an addendum to the initial MDR to document additional information including patient's weight and general patient outcome allegations. The additional information provided alleges the patient reports "stomach pain" and "getting tired and sore easy now"; however there is no indication of medical treatment or additional procedure provided at this time. Medical records were limited to the patient's implant operative report. With the information available at this time no definitive conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
As reported on (B)(6) 2017, the following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2008 - the patient was diagnosed with complete uterovaginal prolapse and underwent an abdominal hysterectomy, bilateral salpingo-oophorectomy, abdominal sacrocolpopexy and retropubic urethropexy with implant of a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse patient outcomes associated with use of device. Addendum based on additional information provided by patients attorney which included general patient outcome allegations: patient alleges bodily injuries resulted soon after the implant of the bard/davol pelvic mesh product: ¿stomach pain.¿ patient alleges before implant of the bard/davol mesh product she had ¿normal¿ activity. As reported after the implant of the pelvic mesh product (s), patient reports ¿getting tired and sore easy now.¿ alleged patient suffered hypertension and obesity before and after implant of the bard/davol mesh.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records were limited to the first page of the patient's implant operative report and implant tracking log only. A manufacturing review was performed and found no anomalies. With the current information available at this time no definitive conclusions can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of limited medical records and the attorney's legal claim provided to davol by the patient's attorney: (B)(6) 2008 - the patient was diagnosed with complete uterovaginal prolapse and underwent an abdominal hysterectomy, bilateral salpingo-oophorectomy, abdominal sacrocolpopexy and retropubic urethropexy with implant of a davol flat mesh. The attorney alleges the patient experienced an unspecified adverse patient outcomes associated with use of device.